Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: what were the indications for surgery? I don´t know, because the information is confidential. What surgical procedure was being performed? I don´t know, because the information is confidential. Please explain what is meant by, ¿modifying the surgical technique?¿ : o médico terminou a sutura na mão. The doctor finished the hand suture. Was there a change to the procedure or modification (example: laparoscopic converted to open or creation of an unplanned stoma)? No. What healthcare professional fired the device and what is his/her experience with the device? I don´t know, because the information is confidential and nobody was there. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? I don´t know. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? I don´t know. Was the device difficult to close? I don´t know. Was the device difficult to fire? I don´t know. Did the healthcare professional receive audible & tactile feedback when firing the device? I don´t know. Were the donuts inspected? If so, please describe. I don´t know. Was a complete transection of the white breakaway washer visually confirmed? I don´t know. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. I don´t know. What steps were taken in removing the device? I don´t know. How may counter-clockwise revolutions of the adjusting knob were used to open the device? I don´t know. Was the device rotated 90 degrees to the left and right to ensure the anvil was free from tissue prior to fish-tailing out? I don´t know. What is the current status of the patient? The hospital and the healthcare professional told that nothing happened to the patient. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that when using the cdh25a stapler, at the moment of stapling, there was resistance and it stuck. The surgeon decided to continue the procedure by modifying the surgical technique. There was no delay and the procedure was completed successfully with no patient consequences.